Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately high when compared to another unknown meter. The customer care advocate (cca) contacted the patient on (B)(6) 2014 for follow-up questions but the patient was not willing to answer them. The following complaint was classified based on information obtained from the cca documentation. The patient alleged that on (B)(6) 2014 the subject meter read inaccurately high when compared to an unknown meter but they did not provide any exact readings. It is unknown how the patient currently manages her diabetes but she reported that she did not change her medication in response to the alleged product issue. The patient reported developing symptoms of ¿dizzy, shaking and blurry eye sight¿ on the same day as the alleged product issue, however the time of the onset of symptoms is unknown. The patient denied receiving any treatment in response to these symptoms. At the time of troubleshooting the cca determined that the unit of measure was set correctly and the test strips were stored correctly (per owner¿s booklet recommendation). The cca noted that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury around the time that the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2014), the patient¿s test strips have been returned and evaluated on 9/9/2014 by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.